Event description:
It was reported that during a peripheral vein closure procedure of the great saphenous vein (gsv)  using the venaseal closure system vs-404, there was a delay in surgery of five minutes due to product issues. The spin lock would not stay closed during the procedure, causing the glue delivery catheter to be repeatedly pulled out of the introducer. This device detachment issue occurred within the vessel, requiring removal and replacement of the device during the procedure. The device was put back together via the spin lock and removed safely from the patient as whole. The procedure was completed using another venaseal kit. Manual compression was utilized, the lumen was flushed prior to use, and a guidewire from the vs kit was used for catheter insertion. The instructions for use were followed without issue. The vein was successfully closed, and no symptoms, complications, adverse events, injuries, infections, or deaths were reported.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.